Manufacturer narrative:
D9 corrected product return details; h3 corrected to indicate device was evaluated by manufacturer. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received conical extractor was found to be broken from the tip area. The tip broke approximately from the 3rd thread from the transition. The broken tip was not received for evaluation. The breakage appears to be slightly oblique, which typically indicates towards levering of the instrument. Similar thing happened here most likely, the tool was used as a lever, even though a warning has been laser marked ¿do not lever¿. The breakage surface shows signs of typical brittle fracture smooth topography, no plastic deformation and abrupt breakage towards the end. The tip broke due to a bending overload. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The breakage of the conical extractor happened most likely due to a bending overload applied during the surgery resulting in a brittle fracture, evident by the breakage surface. Under such a situation, a device encounters a lot of stress (along with the residual stress over a long period of use) which leads to a sudden breakage (brittle), as in this case. If any additional information is provided, the investigation will be reassessed.

Event description:
"The customer reported that whilst attempting to extract a cannulated hip screw out of a patient, a piece of the instrument sheared off into the cannulated screw."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
"The customer reported that whilst attempting to extract a cannulated hip screw out of a patient, a piece of the instrument sheared off into the cannulated screw."